Manufacturer narrative:
This device is distributed in the united states. The us agent for the product in regards to reporting to the FDA is fresenius kabi, llc. The disposable used in this procedure will not be sent back to the manufacturer as it was not retained. The cats device was operating without any problem. The device was used according to the labeled indication, in the appropriate environment.

Event description:
A patient with a ruptured abdominal aortic aneurysm expired in the operating room while the cats autotransfusion device was being used. It was noted that a suction tip (manufactured by yankaurer) had come off of the ats suction line. It was stated by the nurse that the suction tip falling off the suction line cause difficulty to suction, but was not the cause of death. She stated that morbidity is high in these cases. During the procedure, the cats device was reported to be operating without problem.